Event description:
The customer reported to olympus, a 2-3mm plastic piece was left in the patient during an unknown procedure with the subject device. In the physician's opinion, the piece looks like it came from the scope. No additional information has been provided. The customer has not responded to the multiple requests for additional information. No patient harm or injury reported.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and the investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. This reported event has been reported by the importer on MDR# 2951238 - 2022 - 00295.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The legal manufacturer determined a definitive root cause cannot be identified.

Manufacturer narrative:
This supplemental report is being submitted to provide additional investigation results on foreign material in response to CAPA-200413. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 9 years since the subject device was manufactured. Based on the results of the investigation, the root cause for the foreign material remaining in the patient could not be identified. It could not be determined whether it was caused by foreign material remaining in the device or by a breakage of the device. Furthermore, it could not be confirmed whether the user¿s reprocessing method deviated from the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.